Event description:
It was reported that during a follow up, high lv pacing threshold was observed. The output values was re-programmed however, no good pacing vector threshold values were found. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of high lv pacing threshold was confirmed in the laboratory via review of device printouts. Device functionality tested normal on the bench. No device anomaly was found. The cause of the reported field event of a threshold anomaly could not be determined.